Manufacturer narrative:
The pump passed the operating currents, unexpected restart and displacement tests but gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 7.2mmol/l. The customer direct at the request of the husband to troubleshoot. Customer advised that there is also a damaged to the insulin pump. Customer was advised that the insulin pump is iw, a replacement will be sent out.